Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there were air bubbles in the patient's left ventricle (lv). The bubbles were noted during sternal closure. P levels were reduced and the lv was dilated. Additionally, there was condensation/fluid inside the purge side arm. The purge cassette was changed and support was continued. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of embolism and purge leak - pump has been completed. The data logs were reviewed and there were no drops in purge pressure out of specification noted. There is only 1 purge pressure low alarm, and it was on (B)(6) and resolves after 5 seconds. The purge cassette change referenced in the clinical details was seen on (B)(6). At this time there was a slight drop in the purge pressure but never lower than ~500 mmhg. At this time data logs also show an increase of heparin in the purge fluid. Product was returned with a cut in the catheter and a cut in the purge cassette line. To be able to run purge though what was returned, a cut was made in the purge cassette line just distal to the pressure reservoir, and a syringe was connected. The entire system was flushed with colored purge fluid and left two hours to see if any leaks would reproduce. There were no leaks of the colored fluid noted, particularly in the sidearm, after this test. Embolism: clinical details report that air was noted in the left ventricle (lv). The patient had an existing patent foramen ovale (pfo), and also had intravenous (IV) and centrally placed venoarterial extracorporeal membrane oxygenation (va ECMO). The complication resolved the following day, but it is unclear which troubleshooting method was successful. Data logs were reviewed and there were no signs of a purge leak noted during the case. Returned product did not leak, nor were there any cracks noted in the filter. Clinical details report that the patient was put on vasopressors and filters were added to IV lines, and the complication resolved the following day. However, it is not stated that these methods were the fix. Since clinical details provided are limited and returned product did not leak from the filter, the root cause of the embolism could not be determined. Purge leak: clinical details report that condensation/fluid was noted in the purge sidearm. No troubleshooting methods were reported, and the sidearm was stable/unchanged the following day. Data logs do not show any signs of a purge cassette leak during the case. Returned product did not reproduce a leak. Since the full pump and purge cassette were not returned for investigation, the root cause of the purge leak could not be determined. D9 date device returned to manufacturer added.